Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned, and the investigation confirmed for device detachment and balloon material deformation. The investigation is inconclusive for the reported balloon puncture. A definite root cause for the reported event could not be determined. The device was labeled for single use. H10: g4, h6 (device code + description3). H11: g1, h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8064 pta balloon dilatation catheter allegedly experienced material puncture/ hole, detachment of device or device component, retraction problem and break. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 72 year old male is 140 pounds.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8064 pta balloon dilatation catheter allegedly experienced material puncture/ hole, detachment of device or device component, retraction problem and break. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) male is (B)(6).